Manufacturer narrative:
A ge oec service representative investigated the issue and was unable to duplicate the malfunction. The error logs were sent for review. The system functions were within specification. The system was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy system locked-up during a procedure. Single occurrance.